Event description:
It was reported that the patient's pod was excessively heated and experienced a thermal event resulting in bleeding at the insertion site. The patient sought medical attention for the bleeding; however, no treatment was administered. The patient was instructed to apply neosporin to the affected area.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.